Event description:
Edwards lifesciences maintains an implant patient registry (ipr). This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. It was reported from australia via the implant patient registry that this ring model 5200m28 was explanted from the mitral position after an implant duration of 2 years and 1 month for unknown reasons. Another annuloplasty ring was implanted in replacement. Per the implantation data card received there was allegation of device deficiency.

Manufacturer narrative:
H11: additional manufacturer narrative: the device was not returned for evaluation, as the device request is ongoing. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Initially, it was reported that this ring model 5200m28 was explanted from the mitral position after an implant duration of 2 years and 1 month for unknown reasons. Another annuloplasty ring was implanted in replacement. Per the implantation data card received there was allegation of device deficiency. However, through investigation it was learned that this ring was explanted due to issues with the native valve's leaflets and there was no problem with the annuloplasty ring. The causes of surgical or percutaneous intervention for failed annuloplasty repairs are well documented in the literature. This is primarily due to progression of native valvular disease or technical failures and is not related to device malfunction (structural deficiency). This may present as recurrent regurgitation and/or stenosis. Unlike prosthetic heart valves, annuloplasty rings are an adjunct to the valve repair. In this case, intervention was performed or indicated, but was not due to the device. Based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.